Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#: 1627487-2013-05132. It was reported the pt was in a car accident. Since the accident, the pt has been experiencing facial stimulation. An impedance check revealed low impedance. X-rays were taken and the pt is scheduled to have an appointment with her doctor on a later date.